Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was alleged that the pump delivered a bolus without user interaction. Customer's blood glucose (bg) level was 50 mg/dl. Customer required assistance and the customer was given sugar and fruit juices to address bg. A pump data log review was performed, and it was confirmed that the customer had manually requested the bolus delivered by the pump. Recommendation was made to consult with a healthcare provider to discuss diabetes management.